Event description:
It was reported that this left ventricular (lv) lead was explanted due to endocarditis. This explanted lv lead, along with explanted cardiac resynchronization therapy pacemaker, right atrial lead, and right ventricular lead are expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.